Event description:
Boston scientific received info that this lead exhibited a lead safety switch (lss) which occurred initially several months ago. The impedance went from 2200 ohms down to 450 ohms. In the recent office visit, the impedance was showing at greater than 2500 ohms. The pt is not dependant on right ventricular therapy, however reported feeling tired. Some programming changes were done to alleviate the issue. To date, no adverse pt effects have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should add'l info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.